Manufacturer narrative:
The service engineer replaced the power supply and power cable. The unit passed all testing and operates within the manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a smoking smell from the rear of the unit and an alarm was generated. The alarm code indicated a potential power supply issue. Although requested, it is unknown if a patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ventilator was on a patient at the time of the event. The ventilator continued to operate but the patient was transferred to another ventilator with no harm.

Manufacturer narrative:
Product analysis: a power supply was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed, no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.